Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a cable failure which was stuck and was unable to be removed. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After evaluating new information there was no malfunction to the iabp. This is a downgraded emdr. Kindly cancel mfg report number - 2249723-2024-0005322 from your data base.

Event description:
After receiving new information it was evaluated that there was no malfunction to the iabp.